Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) the returned suture with lot no 114275 is broken during an operation as the operator pulled the thread tight. The thread is used for operations with colic patient and the suture material has to be very strong.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open sample. Tested the knot pull tensile strength of the open sample received and the results fulfills the OEM requirements. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.